Manufacturer narrative:
Device eval summary: scanning electron microscopic examination of the bracket revealed adhesive and enamel attached to the bracket base. The enamel piece had a concave area at the center. Although dentin was not evident on the enamel piece, the enamel fracture may have reached the enamel-dentin juncture.

Event description:
Orthodontist reported that enamel down-to-dentin on a upper right first bicuspid was removed when the bracket spontaneously debonded. The orthodontist had no info on how the debonding occurred. Orthodontist repaired pt's tooth with composite material.